Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25147743, 25147635, 25147129 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The btt was returned to the factory for evaluation. An investigation was conducted on 01/17/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The silicon btt was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon inflated and remained inflated. There were no defects detected with the btt. Based on the returned condition of the device, the reported failure "inflation issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (us) btt port insufflation was not working. They replaced port with a vh-2004 accessory kit and successfully completed the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (us) btt port insufflation was not working. They replaced port with a vh-2004 accessory kit and successfully completed the case. The hospital did not report any patient effects.